Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the meter began testing in memory mode between 8-9am about (B)(6) 2017; she alleged that the meter displayed the last result when a blood test was attempted. The patient manages her diabetes with a fixed amount of insulin (no adjustments). The reporter denied that the patient made any changes to her usual diabetes management routine following the start of the alleged issue. The reporter indicated that 2-3 days later, the patient developed symptoms of ¿thirst¿. She denied that the patient received any treatment for her symptoms above and beyond her normal diabetes care and management routine. At the time of troubleshooting, the patient was not available to perform a blood test. The cca established that the cause of the alleged issue was the incorrect use of a button. The cca educated the reporter on the correct testing procedure and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Thirst, after the alleged product issue began.